Manufacturer narrative:
Date of event: exact date unknown, event occurred 9-12 months from the bsc aware date. Additional suspect medical device components involved in the event: product family:scs-linear leads, upn: m365sc2218500, model: sc-2218-50/sc-2352-70, serial: (B)(4), batch: 18208928/17811311. Product family:scs-linear leads, upn: m365sc2218500, model: sc-2352-70, serial: (B)(4), batch: 17811311.

Event description:
It was reported that the patient was experiencing inadequate stimulation on the left side of the neck and right side of her back due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded.